Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tissue pad began to be detached during use. Another device was used to complete the case. There was no adverse consequence to the patient.